Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a blood glucose value of 273 mg/dl after returning from vacation without the device charging pad, resulting in critically low battery alerts. The user obtained a compatible charger, and insulin delivery resumed once the device was recharged. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.